Manufacturer narrative:
S/w 3.0d. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had damage to the reservoir compartment. The blood glucose at the time of the incident was over 120 mg/dl. The device will not be returned for analysis.